Event description:
It was reported that during patient care, autopulse provided compressions for approximately 5 minutes and stopped. A second and third battery were installed, each lasted approximately 2 minutes. Manual CPR was initiated between battery changes and after the last battery. No other information was provided. Upon follow up, customer provided additional information: customer indicated that the patient passed away. He also indicated that the device was not determined to be a contributing factor as manual resuscitations were immediately initiated following device failure. Battery s/n (B)(4), MFR report number 3003793491-2013-00381, battery s/n (B)(4), MFR report number 3003793491-2013-00383, battery s/n (B)(4), MFR report number 3003793491-2013-00384.

Manufacturer narrative:
Zoll medical corporation has not yet received the device. A supplemental report will be submitted if the device is received and when it is evaluated.